Event description:
It was reported the patient received inappropriate shocks, there was noise on the lead, and the lead fractured. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor fractured; partial lead in segments returned and analyzed.